Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
It was reported that the ventilator had a blower temperature high alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Patient information was not provided. The customer troubleshot with technical support. The customer's biomedical engineer reported to not be able to duplicate the reported issue and replaced the blower as a precaution. The customer reported that a lab coat was put over the unit blocking the air inlet and fan inlet. The customer was advised that per the manual, obstruction to those inlets can produce blower temp high. The customer verified the filter was dirty and could see a 10* decrease in temperature by replacing the filter, running in diagnostic mode. It was reported that other issues with the patient circuit used were found due to the customer error. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.